Manufacturer narrative:
(B)(4). Explanted in (B)(6) 2018. Concomitant medical devices - ml taper stem extended offset, continuum tm shell clust, trilogy bone screw, trilogy bone screw, trilogy bone screw, biolox delta head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04127, 0001822565-2018-04128, 0002648920-2018-00612, 0002648920-2018-00613 and 0002648920-2018-00614. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a stage I revision due to infection three months post initial surgery. All the implants were explanted and antibiotic spacers were implanted. However, no stage ii revision to implant permanent devices has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lot number, expiration date and - manufacturing date are unknown and were wrongly reported in the initial MDR medical products - 100561322 wagner cone 135 deg 22mm 98771120000 porous stem w/cer head 100561321 wagner cone 135 deg 21mm 877503604 biolox delta fem head, 36mm, 98b00102412 cp/xl ln 10000662 pps ltd acet shell 50d 00-6250-065-25 bone screw 6.5x25 self-tap 00-6250-065-25 bone screw 6.5x25 self-tap if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was identified that continuum liner is used with g7 shell. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Hence, a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.